Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs5czc1 hardware: sm-s928u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2025 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 680 mg/dl while wearing the pod between 36 and 48 hours. The patient reported experiencing vomiting. The patient also reported they noticed there was a small red bump at the infusion site (abdomen) when the pod was removed. The patient was treated with an intravenous insulin drip. The patient was discharged on (B)(6) 2026.